Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual examination of the returned device shows scratches and blemishes indicative of reusable devices. Significant signs of wear including visible dents and deformation can be seen at the threaded end of the device. The wear is consistent with repeated mechanical stresses exerted during use over an extended period. Based on investigation, the root cause was attributed to a wear related issue. The failure was caused by extensive use of the device over a prolonged period of time. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use were reviewed and states: the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be re-assessed.

Event description:
As reported: damage to the threaded tip of the impact instrumentation for inbone stems. Stems can no longer be fitted and driven in. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: damage to the threaded tip of the impact instrumentation for inbone stems. Stems can no longer be fitted and driven in. Replacement was available.